Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the pt's death there were no product performance allegations. New info received indicates that a rep for this pt has retained an attorney and recently submitted paperwork as part of the litigation process. There was an allegation that the device contributed/caused the pt's death. This device is included in an advisory population.

Manufacturer narrative:
As of today, the device has not been returned for analysis. It is suspected that the device was buried with the pt. If the device is returned the event will be updated. No add'l info is available at this time. If add'l info becomes available the event will be updated. This device is included in the 6/23/05 and 5/12/06 physician communicated advisory populations.